Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. DHR - lot 6318071, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defect was noted. The catheters were irrigated; no occlusion noted. The valve was hydrated. The valve was leak tested; the leak tested passed, only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was dried. The siphon guard was removed. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828807) was implanted due to snph (secondary normal pressure hydrocephalus) via l-p shunt on (B)(6) 2022 with setting 4. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Since the patient showed with somnolence tendency in late (B)(6) 2023, the set pressure was changed to setting 3, and enlargement of the ventricles was confirmed. Even if the set pressure was changed to setting 2, ventricular enlargement persisted, therefore, valve obstruction was suspected. The valve was removed on (B)(6) 2023.